Manufacturer narrative:
Eval summary: eval was completed and the event history was reviewed. The review of the event history revealed a failure code 570 had occurred on the reported event date of (B)(6) 2004. The review of the battery history revealed that the pump had 10 battery discharges below alarm threshold, damaging the battery and causing the failure code 570.

Event description:
The facility's biomedical engineering dept reported an infusion pump that failed during pt use. The pump was used on a pt who was returning from taking a walk. The pump was infusing on all 3 channels and reportedly, all 3 channels opened. The nurse was "unable to resume the flow" and "the tubing would not reset to the close position". After all tubing was removed from the pump, the pump was working "fine" and the infusions were restarted. According to biomed, no pt injury had been reported. Despite baxter's efforts obtain add'l info from the reporting facility, details were not avail regarding pt's demographics, diagnosis or status, medication involved, any failures codes prior to the channels opening up, and set up of the pump.